Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin was exposed to MRI and it alarmed motor error. The alarm was cleared and primed pump. The tech was able to rewind during the call, but when the customer received and was making an attempt to rewind and it alarm motor position encoder error. The customer's blood glucose was 353mg/dl, declined troubleshooting. The customer was advised the insulin pump will be replaced and revert to back up plan.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind and error alarm confirmed in alarm history due to motor encoder signal out of phase. We were unable to perform functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to motor error alarm. The insulin pump had minor scratched lcd window.